Manufacturer narrative:
Clinical investigation: there is a temporal relationship between the liberty select cycler with cycler set and the patient event of peritonitis. There is also a possible causal relationship between the leaking cassette and the adverse event. Although the pd effluent culture resulted in no growth, the patient continues to have elevated white blood cell count since the cassette leak on (B)(6) 2019. The source of the elevated white blood cells has not been confirmed with the initial culture results, however, it is suspected that the patient has peritonitis and a second culture draw is being contemplated. Based on the available information the liberty cycler set cannot be excluded as the cause of the patient¿s adverse event due to the leaking cassette. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted technical support for assistance and during the call the patient reported receiving line and drain alarms in drain 3 of 5 during pd treatment. The patient bypassed the alarm and noticed that the cycler was not filling so the patient disconnected from the cycler. The patient opened the cycler door and there was fluid leaking from the cassette. The patient stated that they were going into the clinic to get treated for peritonitis with antibiotics. Upon follow up, the patient¿s peritoneal dialysis registered nurse (pdrn) stated that the patient presented to the pd clinic on an unconfirmed date after reporting a cassette fluid leak during treatment. The patient was prophylactically initiated on vancomycin (route, dose, frequency and duration unknown). Pd effluent cultures were obtained. The initial cultures did not result in any growth, however, the patient¿s white blood cell count was high (values not provided). A repeat patient lab draw (unknown date) still showed the patient¿s white blood cell count high (values not provided). The pd clinic is contemplating a new pd effluent culture draw due to the continued white blood cell elevation. The patient continues the antibiotic therapy with the vancomycin. The patient utilized manual exchanges in absence of the replacement cycler. The patient has not missed any treatments and has had no further reported issues.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. During the initial treatment setup, the voltage check failed. After replacing the power supply module, an (as-received) simulated treatment was performed and completed without failures. There were no fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test and valve actuation test. The load cell verification was within tolerance. There were no other discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported even and an associated cause could not be determined.